Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had great saphenous vein (gsv) treated with venaseal as per IFU. The patient called the morning after the procedure to report that a rash started the night following her procedure. Approximately 6 days post procedure it is reported the patient returned to the clinic and a rash was observed on right and left lateral and anterior thighs extending into the upper calves and on the right and left forearms. Erythema and skin irritation was also observed. Patient was prescribed prednisone. Patient's rash is reported to have remained the same, or slightly worse and is itchy. Patient is clinically stable but uncomfortable with the rash.

Manufacturer narrative:
Additional information: patient's condition is not improving. It has been recommended the patient is referred to an allergist to confirm that the symptoms are due to an allergy to the product prior to any surgical removal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the patient has been referred to an allergist who will complete a skin patch test to verify the allergy and to support the treatment of the patient¿s systemic reaction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient is expected to have surgery for another medical issue and will have venaseal explant after she has recovered. The explant has not been scheduled yet. The physician has planned to make two small incisions and expects the surgery to be straightforward. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient is currently being treated by an allergist. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: no components from the venaseal closure system kit was received for evaluation. No sonographic images were received for evaluation. Two photographic images of the patient¿s symptoms were received. The first image is of the patient¿s left arm and shows a rash of pinpoint redness along the length of the arm. The second image is of the patient¿s right leg and shows a rash of pinpoint redness above and below the knee. Additional information: allergy to cyanoacrylate has been confirmed and the patient still presents significant pruritus and discomfort. Patient is having surgery for a non-related issue and once recovered from the procedure, she will be referred to a vascular surgeon to discuss further treatment related to the venaseal implant as she would like to have the adhesive removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: no components from the venaseal closure system kit was received for evaluation. No sonographic images were received for evaluation. Two photographic images of the patient¿s symptoms were received. The first image is of the patient¿s left arm and shows a rash of pinpoint redness along the length of the arm. The second image is of the patient¿s right leg and shows a rash of pinpoint redness above and below the knee. If information is provided in the future, a supplemental report will be issued.